Event description:
It was reported the caller mentioned her aunt having another system that would turn on/off when she walks through store security.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).